Event description:
On (B)(6) 2013 patient reported the infusion set of the infusion device is leaking from the connector during a bolus and he could feel the insulin on his body. Patient stated he has been experiencing elevated blood glucose levels as high as 250-300 mg/dl. Patient's normal target blood glucose range is 100-120 mg/dl. Patient reported experiencing symptoms of nausea and a weird taste in the mouth. Patient stated he would change the infusion headset and bolus to reduce his blood glucose levels. No outside assistance was needed. Patient reported he feels the leaking connector on the infusion headset is causing his elevated blood glucose level. Patient stated he noticed the issue since using this lot of infusion sets and has to change the infusion set every other day; infusion set is not lasting 3 days. Patient stated he is not able to see any damage and the cannula is not bent. Patient reported he hears an audible click when connecting the headset to the infusion set tubing. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The therapy start date of insulin is unknown. It was unknown if the initial reporter sent a report to the FDA. Conclusion: the complaint cannot be verified product meets the specifications. Result a visual inspection and tests for flow, leak and click were performed on the returned unused samples (2). All test results were within specifications. The reference samples were visually inspected and tested for flow, leak and click. All test results were within specifications. The problem mentioned by the customer could not be reproduced. Note: this case was originally submitted via emdr on (B)(4) 2013, we received several ack3to errors. Several calls were made to the FDA to determine what the cause of the error was, but no response was received.